Manufacturer narrative:
Please refer to the attached analysis report. D3 and g1 updated.

Event description:
The subject crt-d was implanted on (B)(6) 2021. Reportedly, on (B)(6) 2021, pocket hematoma was observed. As a consequence, hospitalization was prolonged until (B)(6) 2021.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject crt-d was implanted on (B)(6) 2021. Reportedly, on (B)(6) 2021, pocket hematoma was observed. As a consequence, hospitalization was prolonged until (B)(6) 2021.